Event description:
It was reported that the pt experienced an underdose with flu-like symptoms and increased baseline spasticity. The pt heard an alarm every 2 hours for a week; the alarm was not confirmed by telemetry. Both of the pt's alarms were set at 2 hours. The event logs indicated that there were multiple motor stalls and recoveries. The last one occurred on (B) (6) 2009 at 0100 with no recovery noted. They had programmed the pump to "stopped mode" and the pump logs indicated that it had been stalled for 38 hours. The pt was on oral medications. The medications being delivered via the device system were bupivicaine and dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).